Manufacturer narrative:
The event product is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event. Please reference to MDR# 2027111-2016-00773. It's related to this event.

Event description:
"This is a complaint from the market. (B)(4). Because (B)(4) received the package including two seals of this unit and another unit (model: cts22) used in the same procedure without any ways to identify individuals, (B)(4) couldn't identify which is cts22 or ctr73. (B)(4) arbitrarily allocated one seal out of two seals for each of cers ((B)(4)) . Please refer to the complaint sheet for investigation and (B)(4) for understanding the incident." Report from the sales rep: laparoscopic nephrectomy - "during laparoscopic nephrectomy procedure, a portion of the septum came off into patient cavity. The customer noticed after removing a specimen, the portion came off during collecting gauze. As the result of identifying the source of the incident, two trocars[the unit in this sheet and another (model: cts22) in the sheet for (B)(4)] were determined to cause the incident." Initial investigation report by (B)(6): "the event unit and another unit(one seal (model: cts22) used in the same procedure, (B)(4)) were returned to (B)(6). Because (B)(4) received the package including two seals of this unit and another unit (model: cts22) used in the same procedure without any ways to identify individuals, (b)(64) couldn't identify which is cts22 or ctr73. (B)(4) arbitrarily allocated one seal out of two seals for each of cers ((B)(4)). Here in the sheet, one of them was visually inspected. The ddb was removed by the customer for check and not sent to (B)(6) . The septum was found to be damaged or missing a portion (size approx. 0.8 mm x 5.9mm) as shown in fig.1. A portion coincided with the damage location in shape was not retuned to (B)(6). No visible damage was observed with the shield. The unit will be returned to (B)(4) for further evaluation. (B)(4)." Patient status - "no patient injury."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noted that an internal rubber component of the seal was torn. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance to 21 cfr 803.56, if we obtain additional information which was not known or was not available when this report was submitted, a supplemental report will be submitted to the FDA. After the engineering team performed their evaluation, the event is no longer deemed reportable since it is unlikely to cause or contribute to death or serious injury. (B)(4).